Manufacturer narrative:
(B)(4).

Event description:
It was reported that at the pre-discharge check the right atrial lead exhibited decreased sensing and loss of capture. A chest x-ray was performed which revealed the lead had dislodged. The patient was taken back to the ep lab on (B)(6) 2016 where the lead was capped and replaced. The patient was in stable condition post surgery.